Manufacturer narrative:
Device evaluated by MFR: promus element plus mr,ous 3.00x38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13aug2021. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the calcified and tortuous right coronary artery (rca). A 3.00x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.